Event description:
The customer has reported a patient received 22 out of 24 fractions with mlc leaves in an incorrect position. The customer believed it was not possible to treat a field when the leaves are behind the backup collimator. The patient has received approximately 10% additional radiation to an area 17x16.4cm. The physician advised that the patient received 250cgy to the unintentional volume that included the unrelated breast and heart.